Event description:
Voluntary medwatch received states that right ventricular (rv) was explanted due to an unknown product performance issue. No adverse events were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5171246. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.